Event description:
It was reported through the filing of a lawsuit that allegedly the plaintiff underwent right total hip arthroplasty on (B)(6) 2012, and was implanted with a rejuvenate modular hip. It is further alleged that plaintiff subsequently sustained a dislocation and had a revision of her right hip and was implanted with a rejuvenate modular hip on (B)(6) 2012. It is further alleged that plaintiff began to experience pain and elevated metal ion levels. Plaintiff has not yet scheduled a revision surgery. This pi is to address the revision for dislocation.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown cup. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.